Event description:
Per the audiologist's report, the patient's device was removed in 2006, due to infection. There currently are no plans for reimplantation.

Manufacturer narrative:
This is a final report.